Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2014-08224).

Event description:
It was reported a patient underwent a total hip arthroplasty on (B)(6) 2013. Subsequently, the patient was revised on (B)(6) 2013 due to stability issues. The liner and head were removed and replaced. Currently, the patient is in need of another revision scheduled for (B)(6) 2014 due to a fall. It is unknown if the fall was related to the implants or the patient¿s deficient acetabulum.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported a patient underwent a total hip arthroplasty on (B)(6) 2013. Subsequently, the patient was revised on (B)(6) 2013 due to stability issues. The liner and head were removed and replaced. Currently the patient is in need of another revision scheduled for (B)(6) 2014 due to a fall. It is unknown if the fall was related to the implants or the patient's deficient acetabulum. Additional information received revealed patient underwent revision surgery on (B)(6) 2014 with a custom made component.